Event description:
It was reported that approximately twelve days post implant of an implantable pulse generator (ipg) the patient experienced some "jumping" in their chest with the patient being symptomatic to ventricular pacing. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.